Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. The downstream occlusion (dso) seal has bubble, and display glass is scratched. Functional testing was performed. The dso sensor was found to be defective. The allegation made by the complainant was confirmed. The display glass, dso sensor, and seal were replaced. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. There was no patient involvement, and no harm/adverse event reported.